Event description:
It was reported that during routine device change out, the superior vena cava (scv) portion of the lead was cut while opening the pocket. The svc portion of the lead was capped and the svc port on the device was plugged. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that only visual analysis was performed and the outer insulation had a cosmetic depression.